Manufacturer narrative:
If explanted, give date: not applicable as there is no indication that the lens was explanted. This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. (B)(4). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. The sterilization lot record was reviewed and it was found in compliance with the sterilization process parameters. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that toxic anterior segment syndrome (tass)-like (acute anterior uveitis) were confirmed in the patient's eyes about 10 days after the bilateral intraocular lens (iol) implantation. Reportedly, there was no surgical intervention and prednisolone was prescribed to the patient. No further information was provided. This report is to record the first eye.